Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that during nozzle registration, the high-velocity waterjet made contact with the patient's bladder trigone, resulting in irritation. No intervention was needed. During hemostasis, the treating surgeon experienced visualization issues with cystoscopy and lacerated the left ureteral orifice (uo) with the resectoscope. He admitted to resecting too soon before ensuring visualization of the uos. A ureteral stent was placed in the left uo as a result of this event. The right uo was not damaged; however, the treating surgeon elected to place a right ureteral stent as well. It was reported that the patient is tolerating the stents well and has been discharged from the hospital. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H.11 additional manufacturer narrative. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. A root cause of the reported event could not be determined. It was reported that the waterjet contacted the patient's trigone, resulting in irritation. During hemostasis, the treating surgeon resected prior to ensuring visualization of the patient's ureteral orifices (uo) and subsequently resected the patient's left ureteral orifice with the resectoscope. As a result, the treating surgeon placed a ureteral stent in the patient's left uo. While no damage was sustained to the patient's right uo, the treating surgeon elected to place a ureteral stent in the patient's right uo as well. The patient was discharged. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the information received plus a review of the treatment logs, DHR, IFU and risk documentation, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.